Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned and analysis will be performed.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection. A revision was performed and the pacemaker along with the right atrial (ra) and right ventricular (rv) leads were explanted. There were no adverse patient effects reported. This explanted rv lead will not be returned.